Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was making beeping sound and got stuck on black screen. A field service engineer (fse) found that main half height drawer 4 had failed with no lights on the interface board. Drawer 4.2 controller board failed the ohms test, so the fse replaced the boards, secured connections, checked the retractor band, and tightened the hard stop. The hardware test application was tested good, and the drawer was assigned in the application. Registered pharmacist verified operational, and the fse performed preventative maintenance on the unit. Proactive checks were completed on the drawer, connections were secured, and functionality was verified. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was dead and beeped. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf codes and unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was dead and beeped. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.